Event description:
The customer returned the device stating failed ac power cord test during annual pm. The pump failure was alerted when the pump was not charged. During device evaluation it was found that the device had damaged (detached) downstream (dso) seal. There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. The complaint was duplicated. Device shows 42224 error. The cause was a defective printed wiring assembly (pwa). Visual inspection found defective ac connector and damaged (detach) downstream occlusion (dso) seal. The pwa, dso seal, and ac connector were replaced and functional testing performed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.